Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (09/18/2014), the patient¿s meter has been returned on 9/3/2014 and evaluated by lifescan product analysis on 9/5/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) and alleged their ot verioiq meter read inaccurately high compared to another meter. The complaint was classified based on additional information obtained from the patient during a follow-up call by a customer care advocate (cca). The patient reported the issue began on (B)(6) 2014. The patient reported on an unspecified date and time obtaining inaccurate high results of ¿135, 199 and 161 mg/dl¿ with the subject meter and ¿109, 145 and 141 mg/dl¿ with another device (ot ultra2) performed within 30 minutes of each other. The calculated difference of these glucose results exceeds lfs' accuracy criteria. The patient manages his diabetes with insulin (self-adjuster). The patient confirmed that he took a 5 hour bicycle tour on (B)(6) 2014 from 12am to 5pm, it is unknown if this was part of his normal routine or if this was in response to blood glucose reading (s). It is unknown what the patient¿s blood glucose was with the subject meter before his bicycle tour. It is unknown what the patient¿s blood glucose reading on the subject meter was after his bicycle tour. It is unknown what the patient¿s blood glucose reading with the subject meter was prior to the onset of symptoms. The patient claims he developed symptoms of ¿loss of consciousness¿ after the product issue began on (B)(6) 2014 at 8pm, it is unknown what his blood glucose reading was with the subject meter while he was unconscious. The patient allegedly was treated with insulin (dispro, unknown units). It is unknown who performed the treatment and what meter was used to calculate the required dose of insulin. It is unknown how long it took for the patient to feel better after receiving treatment. It is unknown if the patient required further treatment by a health care provider (hcp). It is unknown what the patient feels contributed to him losing consciousness. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure setting, an approved sample site was used and the testing method and storage were correct. Replacement products were sent to the patient this complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.